Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg was too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.